Event description:
It was reported that there was an air leak in an arctic sun device. As per follow up information received via email on 09may2023, device sent in for a bd-approved facility for evaluation. Issue was not resolved yet. No patient involvement. As per investigator notification received on 06jun2023, it was reported that water level issue and fill in process too long .

Manufacturer narrative:
Upon further review, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an air leak in an arctic sun device. Per follow up information received via email on 09may2023, device sent in for a bd-approved facility for evaluation. Issue was not resolved yet. No patient involvement. Per investigator notification received on 06jun2023, it was reported that water level issue and fill in process too long.